Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? Second. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. Was a cholangiogram used? Asku. The analysis results found that the er320 device was returned with a clip n jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. An intra-operative photograph was received showing the jaws containing a partially formed/pear shaped clip between the jaws along with the next subsequent clip having been loaded into the jaws. Based on the photographic evidence, it is believed that the continual backward pressure after firing and during the loading cycle of the next clip was the potential cause of the complication experienced.